Event description:
Hospital called to obtain lot numbers and expiration dates on heparin and saline flushes dispensed to pt. Pt hospitalized with pseudomonas infection. Patient received shipment of flushes and catheter care supplies in 2007. Patient had a fever when home health nurse saw pt to admit her to home health services on the same day. Pt was readmitted to hosp by morning of the next day, and was reported to be on a ventilator. Dose or amount: 5ml, frequency: qd, route: IV, dose or amount: 10 ml, frequency: prn ut dict, route: IV. Dates of use: 2007. Diagnosis or reason for use: catheter maintenance, catheter maintenance.